Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device heating up identified during service and evaluation was confirmed. The assignable root cause was determined to be component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device heated up, had vibration and its bearing was damaged. It was further determined that the device failed pretests for temperature verification and vibration assessment. It was noted in the service order that the attachment device was not working as it should. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.